Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported particulates were observed in the ventilator's filter and around the patients tracheostomy tube. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications. No contamination was observed in the device. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported particulates were observed in the ventilator's filter and around the patients tracheostomy tube. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications. No contamination was observed in the device.

Event description:
The manufacturer received information alleging particulates were observed in the ventilator's filter and around the patient's tracheostomy tube. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.